Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 3.3, lab: 2.32. Caller also alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2011, inratio2: 3.7, 4.5. Historically, pt stays between 2.2 and 2.5 inr. He is a pilot and if he gets above 3 inr more than a couple of times, he will not be allowed to fly.